Event description:
(B)(4).

Event description:
More than 3 attempts were made by medinol us to get additional information from the hospital but no response was received.

Manufacturer narrative:
An error was made in the final complaint report. We had copied the information from the "patient guide" in error instead of copying the relevant information from the IFU (instructions for use). The final report was revised to make the necessary changes. No other changes were made.